Event description:
It was reported that during use of this bur guard, it got hot. The heat was felt by the user which prompted discontinued use of the bur guard and handpiece. The customer reported that another unit was obtained to complete the procedure as intended. There was no injury or surgery delay reported with his event.

Manufacturer narrative:
Investigation findings: conmed linvatec received this bur guard for eval. The reported problem could not be verified because the device was inoperable. The evaluator found the distal bearing disintegrated along with rust-like deposits inside the bur guard. This type of failure can cause overheating. Associated report: 1017294-2008-00267. The info for use (IFU) warns the user of the following warning: prior to each use, all equipment must be inspected for proper operation. Overheating might occur if bearings are worn or are not kept clean. If overheating occurs, discontinue use and return for service. Bur guard test procedure: prior to attaching the bur guards; check for worn bearings by inserting a bur into the nose of the bur guard. While holding the bur, spin the guard. The guard should spin freely around the bur shaft without restrictions. Attach the bur and guard to the drill using the following instructions. Run the instrument for at least 30 seconds, carefully feeling the tip of the guard for heat. If heat is noticed, discontinue use and return to for service. The customer will be provided additional info on the care and handling of this device.